Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 483 mg/dl after changing the site the night before. The customer was treated for the high blood glucose with a shot. The customer stated that their insulin pump seemed to be working fine. The customer did not troubleshoot the issue and did not return the product back for analysis.